Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced with another of a different model for an unknown reason. The procedure was completed, and patient was successfully programmed. The patient did well post-operatively. Additional information has not provided despite good faith efforts. Additional information received that this was an elective removal procedure to upgrade to a magnetic resonance imaging (MRI) compatible implantable pulse generator (ipg) device.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced with another of a different model for an unknown reason. The procedure was completed, and patient was successfully programmed. The patient did well post-operatively. Additional information has not provided despite good faith efforts.

Manufacturer narrative:
Block b3: date of event unknown. Approximated based on the date the manufacturer became aware of the event.